Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was not charging while on the charger for approximately thirty minutes and the pump displayed low battery alerts; after moving the charger to a different outlet and removing the case, the pump showed a green charging light and the battery indicator increased to 10 percent. No adverse clinical symptoms associated with the device low battery notifications reported. Outcomes included successful charging and continued use without further issues. Investigation included basic troubleshooting and user education conducted by support. Investigation of this case revealed that charging functionality resumed after changing outlets and removing the case, consistent with an external power-supply connection issue or obstruction rather than an internal device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-level or environmental factors affecting charging.